Event description:
According to additional information, this right ventricular (rv) lead of the crt-d system exhibited high out-of-range shock impedance measurements. Device data analysis noted that the shock impedance measurement was greater than 260 ohms. The programmed shock vector was rv coil to right atrial ra(right atrial) coil and can, and shock impedance measurements were previously stable in the upper 30 ohms range throughout the last year. However, there was more variability within the 50 ohms range within the last week. Further evaluation in-clinic was recommended, and ts discussed troubleshooting options. The rv lead was not manufactured by (B)(6). The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).